Manufacturer narrative:
The involved hps prebent spherical bur is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported broken bur head was not able to be determined. This lot with the UDI# (B)(4) was manufactured on 22-dec-2015. Of the lot containing (B)(4) units, there have been no other complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been 8 reports of "head of bur breaking off" received for this product family. During this same time frame, approximately (B)(4) units for this product family have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. Conmed blades and burs are made primarily of stainless steel. The intended use of these blades and burs is for cutting and removing soft tissue, or bone, from a patient during procedures. To reduce the risk of patient injury, the instructions for use (IFU) provides the following operating instructions and precautions: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating.

Event description:
The surgeon reported that while using the 5.5mm hps prebent spherical bur in a hip arthroscopy cam,on (B)(6) 2016, the bur head started shedding metal shavings while doing the cam. Shortly after the bur broke off,disconnected from the inner tube, and fell into the surgical site. The surgeon retrieved the broken bur head and removed most of the metal shavings from the patient's joint. This event contributed to a 15-minute delay during the procedure. The procedure was successfully completed using a hps-hb12 polishing bur with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.